Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number of any identification traceable to the manufacturing documentation. Because a sample was not returned and no lot number was provided, the root cause for the dull knife experienced by the customer could not be determined. (B)(4).

Event description:
A customer reported experiencing a dull blade. Additional information has been requested.